Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room after receiving a vibratory alert from the device and feeling palpitations and lightheadedness for the past few days. The alert was due to high, out of range, high voltage lead impedance. Programming changes were made. Patient¿s condition was fine.